Event description:
Patient is a heartmate 3 lvad patient (doi: (B)(6) 2022) that presented to the ed with vt and recurrent ICD shocks. He has had no lvad alarms. Cta chest/abdomen done due to continued dilated lv. Findings with near complete outflow graft obstruction. Echo showed lvidd around 7 cm, with moderate mr, rightward shift at 5900. Patient received successful lvad outflow tract revision on (B)(6) 2025 per dr. (B)(6). Echo showed lvidd around 7 cm, with moderate mr, rightward shift at 5900. A patient received lvad outflow tract revision on (B)(6) 2025 per dr. (B)(6).